Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
During initial implant procedure, it was not possible to rotate the set screw for one the lead ports. A new device was selected and implanted successfully. The patient was in stable condition.